Event description:
The pt's generator was removed during a surgery which was reported in an MDR with the MFR report number 1644487-2009-00731. The generator was returned to the MFR for analysis. Analysis found that a capacitor in the generator was out of spec. However, the capacitor does not regulate current flow and thus could not have been related to the generator's eos condition. The generator is believed to have reached normal eos.